Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Information received from the patient reported that they thought "something holding the wires has pulled out, because it hurts to breathe or stand, and it hurts in my lower back". The patient had a loss of therapy and the programmer showed the stimulation from their implantable neurostimulator (ins) was on. This had occurred on (B)(6) 2016. It was noted that on (B)(6) 2016 the patient was carrying luggage and thought they ¿moved wrong¿, then sat too long in a car which could be related to the issue. They felt the stimulation and it was working in their legs which was what the device was implanted for. The patient was going to follow up with their healthcare professional (hcp). The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.